Manufacturer narrative:
Additional information was received that the lead which was severed and placed in lieu of a port plug was replaced due to lead migration. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that during the patient's revision to replace the lead, the patient was experiencing residual pain in the leg and foot after the procedure. It might be due to the speed at which the lead was pulled that hit a nerve since the lead was anterior. It was also reported that the physician placed a severed lead tip in the port in lieu of a port plug. The patient underwent a revision procedure wherein a port plug was placed.

Event description:
A report was received that during the patient's revision to replace the lead, the patient was experiencing residual pain in the leg and foot after the procedure. It might be due to the speed at which the lead was pulled that hit a nerve since the lead was anterior. It was also reported that the physician placed a severed lead tip in the port in lieu of a port plug. The patient underwent a revision procedure wherein a port plug was placed.